Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6)2007, the patient underwent a right sacroliliac joint (hip) fusion with posterior instrumentation, an interbody cage and rhbmp-2/acs. Subsequently, on (B)(6) 2007 a left sacroiliac joint fusion was performed by his surgeon utilizing rhbmp-2/acs to effect fusion of these bones. The patient subsequently needed two additional surgeries on (B)(6) 2008 to remove an ectopic calcification, and an additional surgery on (B)(6) 2008, to remove hardware used in the original surgery. The patient developed ectopic bone growth, chronic pain syndrome, neck pain, bulging discs, and narcotic dependence from prescribed painkillers.

Event description:
It was reported that the patient underwent a posterior spinal surgery, "perhaps by microscopic surgery," using rhbmp-2/acs and cages at l5. An unknown time post-op, the patient developed overgrowth of bone and sciatic nerve with bone in muscle. The patient reports severe pain, numbness of the left leg, nerve pain and damage. The patient currently uses a wheelchair, is unable to perform activities, and is on chronic pain medications. Two revision procedures have been performed. The first revision performed 32 months after implant to fuse the right si joint. The second revision was performed 4 months after the first revision, to fuse the left si joint. Reportedly, the patient has not seen the surgeon since 2009 but has been following with a pain management doctor since 2010.